Event description:
It was reported that the patient presented in clinic with twiddlers syndrome. The right atrial (ra) lead was found to be dislodged. Repositioning of the ra lead was attempted, but a stylet failed to be advanced into the ra lead. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported events were dislodgement, twiddlers syndrome, and stylet insertion test. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Analysis was normal. No anomalies were found.